Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned the device did not spray. The device was returned with the on/off switch in the "on" position and the red activation knob was dis-engaged in the handle for de-activation of the carbon dioxide cartridge. Both catheters were returned with the device and one catheter remained attached. The attached catheter was kinked numerous locations throughout the length of the catheter and the distal 6.8 cm had been cut. The distal end was provided with the return. The other catheter also has numerous kinks throughout the length of the catheter. Dried powder is present and appears to have clogged the distal end of both catheters. Specifically, it appears the attached catheter was cut proximal to the clogged section of catheter. The red activation knob was re-engaged and the catheter was removed. When retested, the device did not spray. The red activation knob was removed and the carbon dioxide cartridge did not discharge, indicating that there was no more carbon dioxide remaining in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder. The device sprayed powder both with and without each catheter. Although the dried powder and cut distal end suggests both catheters clogged during use, the powder had time to dry prior evaluation. During evaluation, the dried powder was able to flow through the catheters. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The carbon dioxide cartridge had been deactivated prior to the product return. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) state: "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device... To allow powder deployment, turn red valve to open position. Note: device is now active and ready for use. Do not press trigger button until powder deployment is desired." The IFU indicates; "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Catheter occlusion can be a cause of this device not being able to spray powder and the user's report they "ran out of co2". Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that incorrect intervals of spraying were used, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Per the distribution partner, "this was determined to be ¿user error¿. The staff said that they ¿ran out of carbon dioxide¿ upon investigation. They used the device, deploying at least ten (10) sprays. They held the button down to spray as if [it were] a hose. This made the carbon dioxide keep coming out for a few more seconds until they released their finger. I am working with this account on a regular basis to do an overview [of hemospray] with everyone. This is a large facility and some staff either forgot what to do or are nervous during procedures. The physician would have used more hemospray, but did not want to open a second device. They claim that both catheters were used during the procedure. The physician observed the hemospray powder had stopped or controlled the bleeding. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.